Manufacturer narrative:
Onsite investigation was preformed and the field systems engineer was unable to replicate the report issue as system functioned as intended and without problems. No parts were replaced. No further issues were reported. A full system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A site representative reported that the navigation system had intermittent monitor video issues and had trouble with the axiem port, they switched to secondary port to bypass the issue. There was no patient present when this issue was identified.